Event description:
Reportedly, during a follow-up, difficulties were observed to interrogate properly the pacemaker involved in this MDR report and battery impedance alert occurred. In addition, the device was found in vvi mode instead of aaisafer mode. The device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.